Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery in (B)(6) 2008 to treat lumbar back pain. Approximately, twenty-two months post-operatively, the patient reported, a traumatic event that resulted in back pain. A reoperation was performed by a second surgeon and two broken screws and two intact screws were removed and replaced.